Event description:
It was reported that the lead-acid battery in the monitoring device 'burst out'. There was no pt injury reported. Draeger reference number: (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A f/u report will be submitted as soon as the investigation has been completed.